Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was successful around the time of the event. The field service engineer (fse) found that the cause was due to salt buildup, and the ion-selective electrode (ise) block to the electrodes was missing the o-rings, which occurred during the process when the customer changed the electrodes and the o-rings. The fse cleaned the dilution vessel, ise block, and the ise waste and ran the wash rack. He then replaced the o-rings from the ise block to the electrodes. Ise checks, calibration, and qc were performed, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The sodium electrode expiration date was not provided. The c 303 analytical unit serial number was (B)(6). Qc was acceptable prior to the sample measurement. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas c 303 analytical unit. Results for the sodium test were affected. Initial result: 140 mmol/l. Qc went out of range, prompting the repeat of the sample on a different analytical unit. On (B)(6) 2025: repeat result: 134 mmol/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.